Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) /2015, the patient contacted lifescan (lfs) USA alleging that control solution, test strips and a clear cap were missing from their onetouch ultra2 kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred on (B)(6) 2015. The patient does not take any medication in order to manage their diabetes and denied making any changes to this regimen as a result of the alleged product issue. The patient stated that at an unknown time after the alleged issue started on (B)(6) 2015 they experienced the symptoms of ¿weak, shaking and sweating¿. The patient stated that they self-treated these symptoms by consuming additional food and/or drink at an unspecified time on (B)(6) 2015. At the time of troubleshooting the cca educated the customer on the correct contents of their package and was able to confirm that there were no missing products. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/01/2015).the patient¿s meter has been returned on 5/15/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the meter involved with this complaint had no testing performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.